Event description:
It was reported that during a da vinci s surgical procedure the surgical staff noted the large needle driver instrument had a small dip on the wire at the wrist during irrigation. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the instrument had a small dip on the wire of the large needle driver instrument wrist. Visual inspection of the wrist under magnification showed a small fray in the one grip close cable. The cable was frayed at the grip hub. The frayed strands were stuck out from the cable. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.